Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. On (B)(6) 2026, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.